Event description:
It was reported, the camera head exhibited scope communication error e226 and ¿flickering issue.¿. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head exhibited scope communication error e226 and ¿flickering issue.¿. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness failure, and image flickering. A definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: 4.1 precautions (warning). Stop using the devices immediately and observe the following when irregularity such as an endoscopic image disappears or focus adjustment becomes impossible occurred. If not, it may result in serious harm. Turn off the video system center and turn it on again immediately, then find out whether an endoscopic image recovers or not. If an endoscopic image recovers, while observing the endoscopic image, withdraw the endoscope from the patient and stop using the devices. If an endoscopic image does not recover, detach the camera head from the endoscope and look into the eyepiece of the endoscope directly and withdraw the endoscope. If using various kinds of endotherapy accessories, before withdrawing the endoscope, withdraw the endotherapy accessory first in a way considered to be the safest. The IFU (ra7074_08) for the otv-s700, which can also be used in combination, described the subject error code as follows. 10.2 troubleshooting guide. Error code:e226. Error message: scope communication error. Cause: when video scope failure has been detected for serious communication error during scope ID communication. Solution: 1 stop using otv. 2 contact olympus. Olympus will continue to monitor field performance for this device.